Event description:
A negative result was generated using a first morning urine specimen on the testpack plus hcg urine assay. On days 3,5 and 6 after the expected start date of the menstruation period the testpack plus results were negative. On day 11 after the expected start date of menstruation, testpack plus was positive. At day 14, an ultrasound showed the presence of a fetus. Pt did not use any medication. Results were not reported outside of the laboratory. No injury was reported.